Manufacturer narrative:
The initial reported event of lead oversensing was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a sensing integrity counter of 7185, and delivered inappropriate shocks. The lead was capped and replaced, and was later explanted. No further patient complications have been reported as a result of this event.